Event description:
The customer reported the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message at start-up. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn(B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during functional testing and review of the archive. The root cause of the ua07 was the failure of both single point load cells. A review of the archive data showed multiple ua07 error messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed ua07 error message, confirming the reported complaint. Both load cells were replaced to remedy the reported complaint. Following service, the platform passed the load cell characterization check and the 5-minute run-in test using the lrtf (large resuscitation test fixture, equivalent to 250 pound patient) without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).